Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated impedances were >3,600 ohms. The lead and extension were replaced. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The lead and extension have been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.